Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing was observed on the device. Pauses episodes possibly due to loss of contact were noted. The loss of contact spike was not typical, and it did not initiate the loss of contact algorithm. No programming changes were suggested. The patient was stable.